Manufacturer narrative:
The reported events of wire was unable to advance through the left ventricle lead was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was able to be flushed with saline and guidewire could be inserted from the connector pin and out to the distal tip with no restrictions noted. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the clinic for a device upgrade. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.